Event description:
The wire would not retract out of the needle.

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 "upon attempting to retract the guide wire back out of the needle (needle still in the vessel) the guidewire got stagged caught on the needle. The wire would not retract out of the needle, but became a spring like device and starting to uncoil with the pulled pressure. At this point the while and the needled had to be removed". It was reported that due to this, "needle and guidewire removed another kit was retrieved and tlc placed". A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.